Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported false positive results for the sars cov 2 target on the alinity m resp-4-plex assay. The customer stated they suspected 28 false positive results for the sars cov 2 target. The customer stated that they had only retested 3, and the results were negative. The customer still suspected the additional 25 results. The customer did not confirm if any of the false positive results were reported outside the laboratory. Therefore, there was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive control and negative control). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. -the 30 discrepant results were positive for the sars-cov-2 target. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. -based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was identified for 6 out of 30 discrepant results. Per ticket text, environmental swabs were performed, and positive results were received for multiple areas. Upon further investigation, the probable cause was identified to be contamination of the lysis. The local field service replaced both the lysis pump and lysis reservoir. A purge with absolute ethanol was also completed. All checks, tests, and calibrations have now passed, and the instrument is working per specification. Although a risk for potential carryover was identified for 6 samples, this investigation considers lysis contamination as the likely cause for the reported discrepant results. Quality data review: device history record / batch record review the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 (including the components) was performed. The manufacturing packets were obtained from abbott molecular (am) document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 520695. Additionally, customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 5 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 520695. -4 tickets are currently pending an investigation -1 ticket was investigated and determined to be due to improper handling of the reagents based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 520695 was not identified.